Manufacturer narrative:
Correction: updated the serial number of the returned radical 7 from (B)(4). Device manufacturer date is 06/22/2013.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that half of radical-7 is blank. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the on screen graphics and text are mostly corrupted and or missing. It was identified that the lcd is defective. The lcd was replaced and the unit functioned as designed.